Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6): product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was patient representative (rep) reported that the patient was having issues charging their implant and the issue began a few days ago. Patient representative stated that the implant was not lasting very long and now the recharger was getting hot real fast when they used it and they were having to charge the implant every day. Patient rep mentioned the implant lasts 18 hours to 36 hours. Agent asked the patient representative if there were any changes in the way the patient was charging the implant and patient representative said that there were no changes and that they had been using the same methods of charging since the beginning. Agent consulted with technical service (ts) and reviewed information with patient. Agent asked and patient rep mentioned through the charging session the wireless recharger gets progressively hotter. Agent asked and patient rep mentioned the patient has a t shirt on when charging their implant along with the belt. Patient service asked if the charger had been droppedor gotten wet and the caller said no. Agent reviewed with patient representative to try reducing the speed or the heat of the recharging device but patient representative did not know how to do that. Agent reviewed with patient rep implant battery was dependent on the therapy settings and usage. Patient rep became escalated and mentioned the device is the problem. The issue was not resolved. A request was sent to the repair department to replace the wireless recharger. No symptoms were reported.